Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
At this time, the type of procedure is unknown. Reportedly, the instrument jammed. The surgeon used another to complete the procedure. The hosp has reported no pt injury occurred.